Event description:
Will not occlude completely, additionally, the account stated the clamp slipped off while cross-clamped on the patient's aorta. The physician completed the case with another clamp without further delay or incident. The account stated the patient did not suffer any adverse effects as a result of this event.

Manufacturer narrative:
The instrument indicated in the fore mentioned complaint has not been returned for evaluation. Without the instrument, cause for this failure cannot be determined or this issue confirmed. Without the lot number, the device history could not be reviewed. If the instrument is returned, an investigation will be conducted and a follow-up report will be filed.